Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor. No unexpected rattling of noise noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm. The customer's blood glucose level was 16 mmol/l at the time of the incident. The customer stated that the insulin pump rattles when they shake it and auto test did not pass. The customer stated that there was a reservoir inside the insulin pump. The customer stated that they did not see missing segments during the self test. The insulin pump failed the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.